Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the device was loaded normally. After firing, dr. (B)(6) found the staple failed to shape. No patient injury, patient is fine. Another device was used to complete the procedure. Surgery time was extended beyond 30 minutes.